Manufacturer narrative:
(B)(4). Inspection and analysis of the unit was completed by field service engineer. Field service engineer found the pcb (printed circuit board) not working. Pcb was replaced. System operating properly and meets amo specs. Return of the removed pcb to amo is anticipated and if and when the component is received at amo, an eval will be performed and a supplemental report will be sent to the FDA.

Event description:
It was reported that during operation an (software/ programming issue) error occurred and therefore, surgery was completed with a back up unit. No pt injury involved.